Event description:
The nurse reported the footswitch would not move to the next mode when using the heel switch. The surgeon was able to navigate with the touchscreen. No patient injury was reported.

Manufacturer narrative:
The footswitch and cable have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).